Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was suspected to have a conductor fracture. Also noted noise. There was no further information provided. The lead was surgically abandoned. No additional adverse patient effects were reported.